Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity 3.0 x 30mm stent was intended to be used to treat a lesion. A 0.014 non-medtronic guide wire was also used. There was no damage noted to the packaging. There was no issue removing the device from the hoop. No damage was noted on the device during prep. Resistance was encountered. Excessive force was used. It was reported that the stent became damaged when advancing the device through the guide catheter inside the patient. The stent was removed. Poor guidewire movement was also noted during the procedure. Another resolute integrity device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Product analysis: a kink was evident on the hypotube, tactile testing confirmed kink. The stent was positioned between the markerbands. Deformation was evident to distal stent wraps with struts raised and stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.